Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Top housing was good; however, the bottom case was cracked from the bottom. The force sensor bridge test error was verified in the event history log (ehl). The pump was turned on, no problem was detected. When evaluating ehl, the problem happened to be present once. Loose connection was detected between the force sensor cable and connector of j1 plunger printer circuit board (pcb). The technician was not able to duplicate reported problem. The root cause of the reported issue was unable to be determine. The technician reconnected the force sensor cable correctly on j1 connector of the plunger pcb. The device was recalibrated.

Event description:
It was reported that the force sensor issue for new pump occurred. The pump was picked up during onsite visit by distribution manager. No patient injury was reported.